Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This information is provided in response to your request dated may 13, 2015 for additional information. Our original medwatch report was submitted with different information in and missing information. The information has been provided in this report. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and with cracked reservoir tube lip. The insulin pump was received with no battery in the battery tube. The insulin pump passed functional test including the prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. Pump passed delivery volume accuracy test.

Event description:
The next of kin was contacted and they stated that the insulin pump that the customer was wearing at the time of death was model number mmt-722lnap, serial number (B)(4) and not model number mmt-723rnap, serial number (B)(4).

Event description:
It was reported that the customer is deceased. It was stated that the customer fell at home; she was weak and when she got to the 3rd step going back up she fell backwards. Customer was hospitalized on (B)(6) 2014 because of the fall. It was stated that the customer did not have any diabetes complications or other diagnosis. Customer was wearing the insulin pump and sensor at the time of the incident and they were removed after she passed. Last blood glucose value and at the time of death are unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had a cracked reservoir tube lip. Data analysis- there was no data available due to insulin pump being received without a battery installed.